Event description:
It was reported that this right atrial (ra) lead exhibited variety in lead impedance trends over the last year. No out-of-range values were reported. Technical services (ts) was consulted and recommended a full lead evaluation in clinic. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).